Manufacturer narrative:
D4 -UDI no. - there is no applicable UDI no. For this product as it is released as a half-finished component. The actual device has been returned to the manufacturing facility and the evaluation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history records and the product release decision control sheet of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : currently under evaluation

Event description:
The user facility reported air bubbling in the capiox device. Follow up communication with the user facility confirmed the following information: the perfusionist in cktch noticed bubbles during perfusion ecc and the pump stopped; during setup of bubble detector in stockert 5 pump big bubbles were detected; it was reported that even the bubble detector indicated bubbles during the procedure; pump stop happened with s5; pump stopped around 17th minute of the ecc as shown in perfusion protocol; the oxygenator was not changed out; the pump was restarted and surgery continued without any intervention; treatment was finished as intended with no influence on patient; it was reported that there was no significant blood loss or delay in procedure; the procedure was completed successfully; and there was no impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the returned sample evaluation. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt revealed no defects. The actual sample was filled with saline solution and primed in accordance with the instruction in the IFU. This confirmed that the actual sample could be primed with no difficulty. The actual sample was then circulated at the flow rate of 4l/min, the gas flow rate of 20l/min and the flow rate to the cp line at 1l/min for one hour. No air entrainment was observed. The actual sample was circulated with bovine blood at the back pressure of 200mmhg and the each blood flow rate of 2.3l/min., 4.7l/min., and 7.0l/min. During circulation at each flow rate, 30ml of air was sent into the circulation for 30 seconds. No air came through the filter of the oxygenator module. There is no evidence that this event was related to a device defect or malfunction. The investigation result verified that the retention sample was the normal product, having the normal air removal performance. The customer's complaint was not confirmed and the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.